Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 2 of 3 MDR's filed for the same patient (reference 3002806535-2015-0004180 and 3002806535-2016-00215 / 00217).

Event description:
It was reported that patient underwent a total hip arthroplasty on an unknown date. Subsequently, a revision procedure was performed on (B)(6) 2015 due to pain and elevated metal ion levels. During the procedure, the taper adaptor could not be removed from the femoral stem, resulting in total removal of the femoral stem through an osteotomy. All components were removed and replaced.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, scratches were noted on the femoral head. A conclusive root cause could not be determined. This report is 3 of 4 mdrs filed for the same event (reference 3002806535-2015-0004180, 2016-00215, 2016-00217, & 2016-00305).

Event description:
Patient was revised due to pain and elevated metal ion levels. During the procedure, the taper adaptor could not be removed from the femoral stem, resulting in total removal of the femoral stem through an osteotomy. All components were removed and replaced.